Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, several non-sustained oversensing episodes due to post-paced t-wave oversensing were observed on stored egm. Programming changes were made.